Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with fading serial number label. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 333 mg/dl. The customer had not reported any symptoms and treated with syringes and insulin available use the pump. Customer's blood glucose value was 380 mg/dl at time of incident and current blood glucose level was 361 mg/dl. Troubleshooting was performed. Customer reported that they were neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. There were no leaks or air bubbles. Customer check their settings and was correct. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.